Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent barb torn.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be used in the duodenum, ampulla to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was successfully deployed; however, the trailing barb got caught on the elevator of the scope. The physician attempted to push the trailing barb out of the scope; however, it was unable to be removed and got torn a bit. The stent was removed together with the scope. The procedure was completed using another advanix-naviflex biliary stent. There were no patient complications reported as a result of this event.